Manufacturer narrative:
During removal from the sterile packaging, a 6f 3.5 100 cm infiniti tl jl diagnostic catheter separated into two pieces. The device was removed from sterile field and not used in the patient. The procedure was successfully completed using another catheter. There was no patient injury. The product was stored as per the labeling and was opened in a sterile field. The procedure being performed was a left heart catheterization. The device was not pulled from the packaging by the hub and there was no difficulty removing the device from the packaging. It was removed above the hub at the point of breakage. No excessive force was required. No other information was reported. The device was returned for analysis. A non-sterile unit of product ¿cath f6 inf tl jl 3.5 100 cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to perform the evaluation. Per visual analysis, a separation was noted where the outer body is fused with the luer hub, which one was not returned for analysis. No other damages or anomalies were noted. The device was placed under a vision system to magnify the separated area. A transfer material is noted where the fusion of the outer body with the luer hub occurred. The separated circumference edges of the outer body show material elongations, and plastic deformations as well as surface type of cup, resulting in a diameter reduction which are commonly associated with separations caused by material tensile overload. Therefore, it is thought that the catheter body was induced to a tensile force that exceeded the outer body material yield strength prior to the separation. No other issues were noted. Dimensional analysis was performed to verify the correct outer diameter (od) of the body catheter. Measurements were taken near the separated area and results were found within specification. No other issues were noted that were considered potentially related to the reported event. A product history record (phr) review of lot 17822248 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) separated during prep" was confirmed. A separated condition was noted where the outer body is fused with the luer hub. The material elongations and plastic deformations as well as surface type of cup, resulting in a diameter reduction, are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the catheter body was induced to a tensile force that exceeded the outer body material yield strength prior to the separation. The exact cause of this damage could not be conclusive determined. Storage and handling factors might have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿precautions: store in a cool, dark, dry place. Do not use if package is open or damaged. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Exposure to temperatures above 54c (130f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters.¿ neither the product analysis nor the phr review suggests that this separation could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device was received with the hub missing. Additional information including the engineering report will be submitted within 30 days upon receipt.

Event description:
A 6f 3.5 100 cm infiniti tl jl diagnostic catheter separated into two pieces near the hub upon removal from the sterile package. The product was removed from sterile field and not used in the patient. The procedure was successfully completed using another catheter. There was no patient injury and the device will be returned for analysis. The product was stored as per the labeling and was opened in a sterile field. The procedure being performed was a left heart catheterization. The device was not pulled from the packaging by the hub and there was no difficulty removing the device from the packaging. It was removed above the hub at the point of breakage. No excessive force was required. A photograph of the separated catheter was received and is pending analysis.